Event description:
It was reported that during infusion of anti-cancer agent via port implanted in the right internal jugular vein, there was an alleged subcutaneous leak. Reportedly, the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: received one ti powerport isp m.r.I. With 8 fr groshong catheter for evaluation. Visual inspection noted two creases to the catheter and one partial circumferential split. Device was patent to infusion, with a leak noted from the partial circumferential split. Partial circumferential split characteristics include necking, I-shaped split, smoothing on the circumferential portion of split, and slight buckling. Therefore, the investigation is unconfirmed for the alleged leak and confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during infusion of anti-cancer agent, there was an alleged subcutaneous leak. Reportedly, the port system was removed. There was no reported patient injury.